Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), menstrual disorder ("extreme menstrual changes"), back pain ("back pain"), muscle spasms ("muscle spasm") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (removal surgery for). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, migraine, menstrual disorder, back pain, muscle spasms and fibromyalgia outcome was unknown. The reporter considered back pain, fibromyalgia, menstrual disorder, migraine, muscle spasms and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: newly added events- back pain, muscle spasm, fibromyalgia, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff´s family in united states on 03-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent sterilization. As a result of essure, consumer experienced severe pelvic pain, migraine headaches and extreme menstrual changes. In (B)(6) 2015, consumer had to have hysterectomy. Follow-up received on 20-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and suffered from severe pelvic pain. She had to have a hysterectomy approximately 2 years later. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that there is no alternative explanation in this case, it is not possible to exclude a causal relationship with essure inserts. This case is regarded as incident since device removal was required (implied). A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs